Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), product type extension; product ID 3389s-40, lot # va07vdx, product type lead; product ID 3389s-40, lot # va0apc0, product type lead; product ID 3708660, serial # (B)(4), product type extension. (B)(4).

Event description:
It was reported that the patient had undergone bilateral implants on (B)(6) 2013. It was noted that since the brain operation the patient had exhibited some periods of confusion and even psychosis. It was noted that the patient was admitted to the hospital for a week after the surgery and recently had been in a long term rehab center. The healthcare professional was treating symptoms with anti-psychotic medication but the patient had little improvement. Patient¿s stimulation was activated bilaterally and resulted in parkinson¿s symptoms improvement. It was further noted that at the time of this report the left brain lead was turned off due to it causing some dysarthria. The patient¿s stage 2 surgery had been done on (B)(6) 2013. Additional information requested but had not been received as of the date of this report.